Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred and pump display would not turn on. The customer's blood glucose level was over 600 mg/dl with trace of ketones. The customer administered manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.